Event description:
It was reported that this pacemaker displayed safety mode upon interrogation in clinic. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction as (B)(4) was a duplicate of (B)(4) and was inadvertently sent in error. This (B)(4) is for device analysis below: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that this pacemaker displayed safety mode upon interrogation in clinic. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed safety mode upon interrogation in clinic. This pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed safety mode upon interrogation in clinic. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.